Manufacturer narrative:
During a service visit, the field service engineer found a reagent probe was not washed and he removed cotton from the tubing in the wash station. The root cause was identified as the reagent probe wash station was blocked from washing. There have been no further issues since the service visit.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer complained that they received a low ureal urea/bun (urea) result for a patient sample on the on the cobas 8000 c 702 module. The initial urea result was < 0.5 mmol/l and the repeat result was 7.0 mmol/l. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The urea reagent lot number and expiration date was not provided. The quality control was acceptable with no error messages. The cuvettes were changed, and maintenance was performed. No issues were reported.